Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis was recurrent bilateral inguinal hernias and postoperative diagnosis was recurrent right inguinal hernia, direct. The procedure performed was totally extraperioneal converted to transabdominal laparoscopic repair of recurrent right inguinal hernia with mesh. On (B)(6) 2011 a revision was performed 1 year after the initial implantation. The patient underwent a previous surgical procedure for laparoscopic total extraperitoneal bilateral inguinal hernia repair with mesh. The pre-op and post-op diagnosis was bilateral inguinal hernias. The patient experienced adhesions, recurrence, and mesh removal. Reference #(B)(4) for initial implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.